Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 14-dec-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event did not cause or contribute to any patient harm. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the reported error code was confirmed due to a faulty connector circuit board on the clv. When tested with a on-hand circuit board at olympus facility, the device functioned properly. Additionally, the front panel of the device was chipped. High intensity mode was not working due to a worn out socket and slider switch. A non-olympus lamp life meter read at 200+ hours. Light intensity output measured within range. The main power switch was up to date, the fun was running properly, and the air pressure tested well. Olympus recommended that the customer replace the lamp with an olympus xenon lamp for better performance. Several replacement parts were installed on the device and tested successfully. The device was packaged and shipped back to the customer on (B)(6) 2021. When the investigation is completed, or if additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the evis exera iii xenon light source displayed error code b30 - snow on the screen. No patient harm was reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the failure of the printed circuit board and the scope socket connector is most likely due to repeated use over a long period of time. The damage could also be caused by user mishandling in applying excessive stress.based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.